Event description:
It was reported the patient lost effective coverage due to the s1 drg lead migration. During surgical intervention to replace the s1 lead, the l5 lead was removed inadvertently. Intervention occurred to replace the l5 lead, and therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.